Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance measurements. Technical services (ts) was consulted and discussed available troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).